Manufacturer narrative:
Concomitant product type: (lead) was corrected; continuation: product ID: 3889-28, serial# (B)(4), implanted: (B)(6) 2011, product type: lead, related ins (B)(4) was submitted in reg. Report # # 3004209178-2019-07844. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of concomitant products: product ID 3058, serial# (B)(4), implanted: (B)(6) 2019, product type: implantable neurostimulator. Product ID 3889-28, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2019, product type: lead. Related ins s/n (B)(4) was submitted in reg. Report # # 3004209178-2019-07844. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer¿s representative (rep): the rep did not know whether an out of box failure was suspected with either ins and did not know the patient's current status and recommended follow-up with the hcp. No symptoms were reported and no further complications were reported or are anticipated.

Event description:
Additional information was received from the manufacturer¿s representative (rep): the rep not believe an out of box failure was found in either ins. No symptoms were reported and no further complications were reported or are anticipated.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Concomitant medical products: product ID 3058, serial# (B)(4), implanted: (B)(6) 2019, explanted: product type implantable neurostimulator, product ID 3889-28, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2019, product type lead ,related ins s/n (B)(4) was submitted in reg. Report # 3004209178-2019-07844. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3023, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Other relevant device(s) are: product ID: 3023, serial# (B)(4), ubd: 2012-04-28, UDI#: (B)(4). Related ins s/n: (B)(4) was submitted in reg. Report # 3004209178-2019-07844. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient undergoing an implant of a neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported the ins was being replaced due to normal battery depletion and there was lead insertion difficulty reported during procedure. The hcp removed the existing ins and extension and when attempting to insert lead into new ins ((B)(4)) the lead would not fully insert into the header. The rep states physician pulled the lead out, cleaned it off and attempted to insert again with no resolution. Physician then turned ins setscrew quarter turn to left but lead still wouldn't pass through. Caller states they tried this 5 times with no resolution. Physician then used another ins ((B)(4)) and encountered the same issue. At this point, physician determined it was a lead issue and inserted the lead as far as it would go and tightened and torqued the setscrew down. Caller states impedances were checked and 3 of 4 electrodes were fine and physician was satisfied with this and closed the patient. Technical services (ts) reviewed that the lead end may have been damaged from overtightening of hex wrench at the lead/extension connection. Patient is currently implanted with existing lead and (B)(4). Ts reviewed that contacts can become misshapen when tightening screws on at extension/lead site and suggested rotating lead when inserting into header block in the future. There was no visible damage to the lead, the rep examined the lead in the field and didn't see any issues. The rep had the ins that was not implanted and planned to return it for analysis. No symptoms were reported and no further complications were reported or are anticipated.

Manufacturer narrative:
Analysis: analysis of the ipg 3058 interstim ll (serial# (B)(4)) found the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.